Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient's ens was affecting another implanted device. The patient indicated that the devices were not working together at the same time and the device in their back will not work now because of the trial device. A later call from the consumer indicated that the patient was going to the ER because the area where the stimulator was put in is bright red and sore where the incision was. In a final call the consumer indicated that the patient had an infection and was in the hospital. As a result of the infection the lead was removed. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.